Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent high out of range impedance measurements of grater than 2000 ohms as well as loss of capture. The device was reprogrammed to vvir as a result of chronic atrial fibrillations. Additionally the lead configuration was optimized, and in doing so this alleviated all impedance issues. To date, there have been no adverse patient effects reported.